Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received, which indicated that the commander delivery system balloon tore radially. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of balloon burst was confirmed based on device imagery provided for evaluation. In this case, available information suggests patient factors (calcification) likely contributed to the event, as reported information indicates the presence of calcification at the annulus and stj. The presence of calcification can create a challenging anatomy for balloon inflation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to our edwards affiliates in india, during a transcatheter aortic valve replacement (tavr) using a 23mm sapien 3 valve via the transfemoral approach, the balloon burst upon completion of inflation, allowing the valve to be successfully deployed. The delivery system and esheath were withdrawn separately without any difficulty. There were no adverse consequences to the patient, and the procedure resulted in good clinical outcomes. The patient was subsequently discharged. Medical opinion suggests that the balloon rupture was caused by a calcium chunk at the annulus and sinotubular junction (stj). The report indicated that the patient had an annular area of approximately 324mm, but it was decided to implant a 23mm valve with 1cc less volume.

Manufacturer narrative:
The investigation is ongoing.